Manufacturer narrative:
Event date is approximate.

Event description:
It was reported that the patient was experiencing recurring incontinence and underwent an artificial urinary sphincter (aus) replacement procedure. It was observed that there was atrophy around the urethra at the cuff site. The cuff was replaced and downsized. There were no additional patient complications reported.